Event description:
It was reported that the patient underwent a spinal procedure at l4/5 using posterior fixation in 2007. Approximately nine months post op, it was found that one of the screws at l4 or l5 broke. It was reported that no revision surgery is planned at this time. The other information is not available at this time.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.